Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction unknown, and data error alert issue was verified; however based on the analysis, the alleged battery not holding charge issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery was depleting rapidly, and pump shut down. Additionally, it was reported that a malfunction alarm occurred, and the pump indicated a data log corruption. The customer's blood glucose level was 584 mg/dl, as customer was not receiving insulin due to the reported issues. Bg was addressed via a manual injection. Reportedly, customer reverted to manual injections for insulin therapy.